Event description:
It was reported that during an open low anterior resection procedure, the head of the device was sutured into the distal end of the proximal bowel, the device was inserted transanally and associated to the head. The "click" was heared. When tightening the head down, there was no resistance felt by the operator. It was fired but there was no "crunch" heard. Operator opened the gun, detached the head and removed it. The staples had been driven up but weren't formed, but the blade had not damaged the rectal stump. A new device was opened and used with the original head, it fired perfectly the 2nd time, leaving the pt unharmed.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.